Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. : concomitant products: 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that within a couple months of implant, the patient complained of pain, and effusion was noted upon performing an echocardiogram. A perforation was suspected. The right ventricular (rv) lead was repositioned, which resolved the complaint of pain. Following the repositioning, the patient underwent surgery for a pericardial window and drain to relieve tamponade. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).